Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a compact plus meter, within 10 minutes: 347 mg/dl and 150 mg/dl. No adverse event reported. Test strip drum has been discarded; no product will be returned.